Event description:
It was reported to boston scientific corporation that a probe was used during a procedure performed on (B)(6) 2012. According to the complainant, there was an unspecified error code and the patient experienced arrhythmia. Although an attempt was made to obtain additional follow up, there is no further information regarding this event.